Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens vaulted asymmetrically in a z-configuration. The event is believed to be caused by capsular contraction syndrome. The lens was repositioned using a yag laser on two occasions. Additional information has been requested.